Manufacturer narrative:
(B)(4). Sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation, but based on the complaint information and doing the investigation with the (B)(4) supplier, it has been confirmed that this kind of defect was caused by our (B)(4) supplier during the manufacture process. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report from baxter (B)(4) of a mini cap that was leaking. There is no patient involvement. No additional information is available.